Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 sys w/sa20 a.control reserv. (Part # (B)(4)) was implanted during a procedure performed on an unknown date. According to the complainant, after the catheter was implanted, the cerebrospinal fluid (csf) could not be drained normally, and there was no therapeutic effect. The reservoir could not rebound after pressing in the afternoon. The surgeon took the catheter out of the human body and soaked it in normal saline for emptying test in vitro. It was still that the reservoir could not rebound, and there was no liquid outflow from the abdominal end. The complaint device was returned to the manufacturer for evaluation. No patient data submitted.

Manufacturer narrative:
Statement: results: on the basis of juristic requirements and since our tests, e.g. Flushing with liquid, test level measurement and, if necessary, damage due to opening of the valves, influence the product properties we have to get the approval by the attending doctor as a step of safeguard. Unfortunately it was not possible for us to examine the product sent in because, despite three times requesting, the explicit release for investigation was not granted. For this reason, we returned the product for our discharge without examination. It should be noted that deposits are a common cause of dysfunction. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. A final conclusion on the suspected blockage is only possible with an examination. Referring to the traceability of the product, we can exclude a defect at the time of release. The shunt sytsem met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Further actions: based on the current information, no further regulatory actions are required from our point of view.